Event description:
It was reported that following multiple falls patients leads were auto reducing, patients leads have high impedances. Patients ipg is unable to communicate with external devices. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction a4 weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 wherein leads and ipg were explanted and replaced to address the issue.